Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device indicated battery depletion in less than four years due to high left ventricular (lv) lead capture thresholds. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.